Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0 x 15 mm nc trek balloon was selected for post-dilatation of a xience xpedition stent. However, the balloon ruptured at 18 atmospheres (atm). There was no resistance during advancement or during retraction of the device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. The procedure was completed, without issue, using a new nc trek balloon catheter of the same size. No additional information was provided.